Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized over night for four days due to being in diabetic coma on unknown date. Customer's blood glucose at the time of incident was 1650 mg/dl. No further details were given. The device will not be returned for analysis.